Event description:
It was reported " screen blanked out and did not come back". To continue therapy, the console was swapped out. No patiet injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head assembly. Visual inspection of the display was performed and no abnormality was noted. The display was installed onto a known good ac3 for functional testing. The pump powered up with the white flash screen; however, the display was blank upon completing the start-up. Touch and hard keys functioned properly, despite not displaying on the touch screen. Pumping was initiated successfully using the hard key. After approximately 10 seconds, the display turned on and displayed all waveforms properly before going blank again approximately 10 seconds later. The display was blank until a high priority alarm was purposely generated to ensure the pump would properly respond. After the pump stopped, the display came back up with proper waveforms and alarm banner. The touch screen was successfully used to continue pumping. The display went blank again and continued to be intermittent while pumping for more than 15 minutes with no alarms or other issues. Visual inspection of the display head internal hardware was performed. All cables and hardware were properly seated, and no abnormalities were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "screen blanked out" is confirmed. The returned display head intermittently displayed. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the intermittent display. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " screen blanked out and did not come back". To continue therapy, the console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "critical".